Manufacturer narrative:
Investigation summary: it was reported the scale marking was missing. To aid in the investigation, five samples in a plastic bag with no packaging blisters and one photo was provided for evaluation by our quality team. A visual inspection was performed and the syringes have the scale marking missing. No other defects or imperfections were observed. The photo provided shows one syringe with no scale marking. This defect could occur if there was a jam during the syringe barrel printing process. A device history record review was completed for provided material number 305862, lot number 1363430. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the syringe barrel printing process was performed. The settings were correct and the flow of products was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. It could be possible that a jam occurred at the syringe barrel printing process and not detected in the next processes. Verification of the syringe barrel printing process was performed. Settings were correct, flow of products was good.

Event description:
It was reported that 48 bd enteral¿ syringes experienced missing scale markings. The following information was provided by the initial reporter: operators found syringes without print.

Manufacturer narrative:
H6: investigation summary: it was reported the scale marking was missing. To aid in the investigation, five samples in a plastic bag with no packaging blisters and one photo was provided for evaluation by our quality team. A visual inspection was performed and the syringes have the scale marking missing. Four additional samples with no packaging blisters were received at a later date. A visual inspection was performed to these samples and the scale marking is missing. No other defects or imperfections were observed with any of the returned syringes. The photo provided shows one syringe with no scale marking. This defect could occur if there was a jam during the syringe barrel printing process. A device history record review was completed for provided material number 305862, lot number 1363430. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the syringe barrel printing process was performed. The settings were correct and the flow of products was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that 48 bd enteral¿ syringes experienced missing scale markings. The following information was provided by the initial reporter: operators found syringes without print.